Event description:
A fragment of a medtronic percutaneous pin, 150 mm, might have broken off in patient's right iliac crest or tissue. The medtronic representative stated the bone was not pre-tapped. C-arm will be used to visualize area at end of case.